Event description:
Boston scientific received information that this pacemaker had been successfully implanted, with all testing completed and no issues observed. While the physician was closing the pocket, the patient complained of feeling dizzy and then experienced asystole. It was noted that this pacemaker was nominally programmed in a unipolar configuration, and because the device was not yet in full contact with the pocket, pacing was not being provided. This resulted in the episode of asystole. Once the device was in contact with the pocket, the device began pacing. The patient was followed in the cardiac unit for one hour after implant, and the device was then programmed to the bipolar configuration. All post-operative testing was performed, with normal lead measurements and no further issues observed.

Manufacturer narrative:
The device remains implanted with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.